Event description:
Treatment of an aneurysm. During the procedure, it was reported that the pipeline could not open in the curve of the vessel above the aneurysm and circulation was getting low; therefore, the device was retrieved. Another pipeline was deployed and opened successfully with the help of some manipulation and balloon angioplasty with a hyperform balloon. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00616.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).